Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system and handling, where the lens was improperly loaded.

Event description:
The physician reports that the crystalens haptics tore when delivering the lens using the staar surgical lens injector system. Implantation was attempted with two backup crystalens iols; however, these lenses also tore. Intervention was performed intraoperatively to remove the damaged lens, enlarge the original incision, and suture the incision. A fourth iol (non-crystalens) was implanted successfully. Reference medwatch #2031924-2007-00339 and 2031924-2007-00340.